Event description:
A floor lift was stored in a corridor of the facility. While the floor lift was stationary, a resident discovered the device and started to touch and move it. The resident pulled the floor lift on top of himself. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4) inc. (B)(4). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem, history of the product involved and evaluation of the event description. The current event is the only one reported for similar description is therefore considered an isolated case. (B)(4). No relevant information was found when reviewing the manufacturing process and the history of the floor lift involved. An on-site investigation was performed by an arjohuntleigh representative. It was found the device was in a very good condition. Since the event description was clear and simple, no product return was required and no simulation was deemed necessary by the manufacturer. It was reported by the facility that, while the floor lift was stored in a corridor, the device fell because it was tipped over by a patient. This device was designed to meet the requirements of (B)(4) standards for stability, which includes static stability requirements when the device is unloaded. However, even if this design mitigates the risk of the device tipping over when maneuvered or pulled, a person with enough body strength can tip the floor lift over by pulling on it. For the device to tip, the base, legs or castors normally need to be blocked in some way (as an example, brakes applied on the castor), or else the device would simply move on the ground without tipping. It is therefore considered likely that the lift tipped over because a patient pulled on it with a sufficient force to tip it over. It was also mentioned that the patient suffered from dementia and was known to touch equipment. It is considered that, whether the personnel of the care unit were properly trained on the device labeling or not, a lack of attention allowed this patient to operate/handle the device outside of its limitation, resulting in the lift tipping. This is considered to be a user error. In addition, since the patient was not habilitated to operate the floor lift, it is considered that the event involved an unauthorized use of the device. The maxi move instructions for use (001.25060.en) includes warnings to inform customers that patients should not attempt to operate the device themselves: "maxi move must always be handled by a trained caregiver" (p. 5 in rev. 3); "the equipment must be used for its intended purpose only and is operated within the published limitations." (P. 5 in rev. 3); "the patient should not perform any function relating to the control of the device." (P.8 in rev. 3). It is recommended that the personnel using floor lifts are made aware of the labeling of the device, which includes indications warning against a patient operating the equipment, as mentioned above. It was also mentioned by the facility that normally, the unit would not have been stored in this location, preventing such event to occur.